Event description:
Same case as #6000089-2006-01032. It was reported that post a coronary drug eluting stenting treatment procedure, the patient died. The patient presented to the hospital where he was thrombolyzed and was then transferred to a different facility with severe hypertensin and "tachycardic shock." The patient was on a balloon pump for 2 1/2 days. Coronary angiography revealed two lesion in the non tortous proximal and mid left anterior descending artery, which was 3.0mm in size. Both of the lesions were predilated with a 12mm balloon and then stented with two taxus liberte' drug eluting stents, 3.0x16mm and 2.75x20mm. The stents were fully deployed however they were not post dilated. Plavix was given pre procedure and also administered post procedure. Ten hours later the patient went into cardogenic shock and could not be revived.